Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Customer stated " not accurate at all. I was miserable, high fever, no energy --- took this test and it was negative for everything. I kept feeling horrible. Went to the doctor and, boom, positive for flu a. Ugh. What a waste of money!"